Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
(B)(4): visual inspection revealed damage to the battery cap, with corrosion on the spring and the center hub. The pump will not power on with the battery cap that was returned with the pump. There was no corrosion observed inside the battery compartment. A test battery cap was used to complete investigation. Using the test cap, the pump powers on appropriately to the verify screen with functional auditory and vibratory alarms. Unrelated to the complaint, all keypad buttons were found to be unresponsive. Testing for the alleged power issue could not be completed due to the keypad unresponsiveness. Investigation revealed that the keypad was punctured at the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of contamination and corrosion under all button contacts. There were open traces observed on the keypad flex. Unrelated to the complaint, evaluation also revealed a discolored/faded display screen, which has no effect on insulin delivery function. A review of the pump history revealed several low battery warnings and replace battery alarms, as well as time and date resets to default settings. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.